Event description:
It was reported that the pump was not on the resettable list and needed replacement. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use mdi as backup therapy to ensure continued insulin delivery, and was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days.